Manufacturer narrative:
Updated data: b5 - event description additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant, there was no unusual resistance felt while loading the valve, no loading difficulties or misload identified. A procedural delay resulted as a result of the capsule issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The valve was unable to be deployed from the dcs due to the presence of a confirmed capsule separation at the proximal end of the capsule. The separation site material was jagged and uneven. The handle was intact. The device was received with the capsule partially opened. The deployment knob could not retract and advance the capsule due to the separation. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact but was not functional due to the capsule separation. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame at the distal end of the "capsule" and at the capsule separation site. The reported event for separation of components could be confirmed in the analysis. Conclusion: pending investigation completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: nine media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and there is an unusual appearance near the paddles, possibly misaligned outflow crowns, which would be considered a misload. Despite the unusual appearance, it is very difficult to identify a misload in this case. Therefore, a misload was not identified and the valve was attempted to be deployed. During the deployment attempt, the valve appeared to be under-expanded versus infolded. It was reported that two recaptures were performed which led to a damaged capsule. The system was removed from the body and a new valve was successfully implanted. The subject delivery catheter system (dcs) was returned for analysis. The device was received with a capsule separation, confirming the reported event. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. In this case, it was confirmed that the valve was misloaded prior to implant. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device inst ructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the misload was not identified prior to introduction to the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (vacs) balloon. During deployment, the valve did not expand properly. The valve was recaptured and a second deployment attempt was made, however, the valve still did not expand completely. The valve was recaptured and during recapture, the portion of the capsule above the valve collapsed. After the system was withdrawn, it was noted that the capsule had ruptured. A new valve and delivery catheter system (dcs) were used to complete the procedure. It was noted that a confida guidewire was used during the procedure. No adverse patient effects were reported. Additional information was received that prior to the valve implant, there was no unusual resistance felt while loading the valve, no loading difficulties or misload identified. A procedural delay resulted as a result of the capsule issue. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolutr valve, product ID evolutr-29, serial (B)(6), use by date 2024-05-21, UDI (B)(4). Conclusion: per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Based on the image review, fluoroscopic valve load inspection provided indicates there is an unusual appearance near the paddles, possibly misaligned outflow crowns which would be considered a misload. Despite the unusual appearance, it is very difficult to identify a misload in this case. Therefore, a misload was not identified and the valve was attempted to be deployed. This could have been a contributing factor to reported val ve not expanding properly. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (vacs) balloon. During deployment, the valve did not expand properly. The valve was recaptured and a second deployment attempt was made, however, the valve still did not expand completely. The valve was recaptured and during recapture, the portion of the capsule above the valve collapsed. After the system was withdrawn, it was noted that the capsule had ruptured. A new valve and delivery catheter system (dcs) were used to complete the procedure. It was noted that a confida guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutr-29; product type: 0195-heart valves; implant date: na ; explant date: na product ID ls-enveor2629; product type: 0195-heart valves; implant date: na ; explant date: na product ID gwbc30; product type: 0195-heart valves; implant date: na ; explant date: na product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.